Manufacturer narrative:
Section d9 was updated due to a part return section h6 evaluation codes were updated due to analysis of the returned part result code (annex c) add additional code conclusion code (annex d) remove d02 and add d01 component code (annex g) remove g02005 and add g0201201. H3: device evaluation summary: was updated due to analysis of the returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator's graphical user interface (gui) went blank and the ventilator stopped ventilating. The device was available for evaluation. A review of the logs confirmed a loss of ventilation (lov) to the patient at the time of the event. The service personnel (sp) inspected the ventilator and found unit was in an inoperative condition with the extended self test (est) required. Additionally, sp found the unit's date was inaccurate and replaced two coin batteries. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Based upon the codes identified in the review of the ventilator logs, the sp returned to the facility and replaced the direct current (dc) dc-dc converter printed circuit board assembly (pcba). The coin battery were not returned to medtronic. The dc-dc converter pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although the returned dc-dc converter pcba tested satisfactorily, this is known to be an intermittent failure and plausible as the cause of the loss of ventilation. There is an existing internal investigation regarding faulty dc-dc converter pcbas. The cause of the inaccurate date was isolated in the field to the coin batteries. Further action is not required. The event is included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator's graphical user interface (gui) went blank and the ventilator stopped ventilating. The device was available for evaluation. A review of the logs confirmed a loss of ventilation (lov) to the patient at the time of the event. The service personnel (sp) inspected the ventilator and found unit was in an inoperative condition with the extended self test required. Additionally, sp found the unit's date was inaccurate and replaced two coin batteries. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Based upon the codes identified in the review of the ventilator logs, the sp returned to facility and replaced the direct current (dc) dc-dc converter printed circuit board assembly (pcba). The cause of the lov was isolated in the field to a potential fault in dc-dc converter pcba. The cause of the inaccurate date was isolated in the field to the coin batteries. The events are included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator's graphical user interface (gui) went blank and the ventilator stopped ventilating. The patient was transferred to an alternate ventilator without injury.